Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 80 mg/dl. Customer stated the alarm was resolved by a complete infusion set and reservoir change. The reservoir would be replaced and returned for analysis.